Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported image resolution poor was associated with difficult visualization. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report incomplete coaptation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. It was noted that imaging was challenging throughout the procedure. After deployment of the first clip, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip and a third clip was implanted to further reduce the mr. The procedure was concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no additional information was provided.